Event description:
Reporter noted while using flared tip, when the surgeon was passing from a dense nucleus to a soft epinucleus interface, the tip grabbed the epinucleus and pierced the posterior capsule bag. Pt had to be transferred to another hosp for a vitrectomy.